Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the right atrial lead exhibited noise and the pulse generator exhibited false noise reversions. No intervention was performed. No further information was available.